Manufacturer narrative:
The following fields were updated due to additional information: d2a.medical device type: jka . D2b.common device name: tubes, vials, systems, serum separators, blood collection. D9: device available for evaluation: yes . H.3 device eval by manufacturer? Yes . D9: returned to manufacturer on: 22-oct-2025. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g.4. PMA / 510(k)#: k243207. Investigation summary: bd received 10 samples and 1 photo for this investigation. The returned photo was examined and exhibited hub/collar separation. All 10 customer samples were subjected to an activation test for defective locking mechanism as well as hub collar separation with no defects being observed as all samples passed the test. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is able to confirm the customer¿s reported failure mode based on the customer samples and photos provided. Based on a review of batch records and investigation results, no root cause from manufacturing was identified as a contributor. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, hub/collar separation was observed on three (3) boxes of units. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, hub/collar separation was observed on three (3) boxes of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.